Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that for the past couple days, the patient's communicator has not been charging. The patient confirmed they had tried a different charging cord and there was no visible damage on the communicator. During the call the patient attempted to reset their communicator, but it did not resolve the issue. The issue was not resolved through troubleshooting. A request was sent to request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot#, serial# (B)(6), implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-nov-2025, UDI#: (B)(4), h3. Analysis of the communicator found micro usb charge port is loose, passed battery charging bench test, and electrical failure (trs210004.1/push button led on/0/bool/1/). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.